Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The pa was harvesting the right saphenous vein CABG . There is a plastic part on the tip (c-ring) of the instrument that is used to guide and steady the vein while it is being cauterized and it broke off during the first pass of entry into the right leg. The pa pulled out the vasoview and they inspected the area and could not find the plastic part. This part is roughly 1-2 cm by 1-2cm.they flushed the incision site and checked the laps and towel to check if the piece was in the incision. Then switched the instrument and searched the incision site with a camera. After several minutes hospital could not find the part and continued on with the vein harvest. They did not open the lower part of the leg so it couldn¿t have gone down the leg any further. Also, the piece of plastic was not in a vein or any vascular area, it was on the outside of the vein in the muscle/fascia.

Manufacturer narrative:
Corrected section: h1 - type of reportable event changed. Trackwise # (B)(4). The lot # 25153084 lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 26oct2020. An investigation was conducted on 18dec2020. The cannula was returned. A visual inspection was conducted. Evidence of blood and signs of clinical use was observed. The c-ring was observed to be transected in the center of the c-ring and detached. The c-ring detachment was returned for evaluation. The scope wash tubing remained attached to the cannula through the retention rib. No other visual defects were observed on the cannula. Based on the returned condition of the device, the reported failure "detachment of device or device component" was confirmed.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section d4 - exp date from "08/19/2022" to "08/20/2022". Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The pa was harvesting the right saphenous vein CABG . There is a plastic part on the tip (c-ring) of the instrument that is used to guide and steady the vein while it is being cauterized and it broke off during the first pass of entry into the right leg. The pa pulled out the vasoview and they inspected the area and could not find the plastic part. This part is roughly 1-2 cm by 1-2cm.they flushed the incision site and checked the laps and towel to check if the piece was in the incision. Then switched the instrument and searched the incision site with a camera. After several minutes hospital could not find the part and continued on with the vein harvest. They did not open the lower part of the leg so it couldn¿t have gone down the leg any further. Also, the piece of plastic was not in a vein or any vascular area, it was on the outside of the vein in the muscle/fascia.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The pa was harvesting the right saphenous vein CABG . There is a plastic part on the tip (c-ring) of the instrument that is used to guide and steady the vein while it is being cauterized and it broke off during the first pass of entry into the right leg. The pa pulled out the vasoview and they inspected the area and could not find the plastic part. This part is roughly 1-2 cm by 1-2cm. They flushed the incision site and checked the laps and towel to check if the piece was in the incision. Then switched the instrument and searched the incision site with a camera. After several minutes hospital could not find the part and continued on with the vein harvest. They did not open the lower part of the leg so it couldn't have gone down the leg any further. Also, the piece of plastic was not in a vein or any vascular area, it was on the outside of the vein in the muscle/fascia.